Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. During testing, the keypad buttons were inoperable. Upon powering on, the cursor on the pump¿s display went down to the confirm option automatically. An etch short was found on the down arrow button trace and the ground trace of the keypad flex. Unrelated to the complaint, the battery compartment was cracked.